Event description:
I have had a silicone argumentation surgery 21 years ago in (B)(6) (year 2003) that I believe are poly implant prothèse implants. I got diagnosis of breast implant rapture in left breast, rupture may have happened long before symptoms started. Symptoms started as swelling and tenderness and between 1 week escalated and consist of extreme pain in breast, swelling 2 sizes larger, swollen several lymph nodes under the arm pit, fatigue, pain in left arm, pain in left side, pain while breathing, chest tightness. Reference report: mw5153127.